Event description:
Healthcare professional reported "replacement of implants due to rupture and periprosthetic liquid that is pending pathology result." Device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported "replacement of implants due to rupture and periprosthetic liquid that is pending pathology result." Device has been explanted and replaced. This record relates to the left side.